Event description:
I used super poligrip and super poligrip extra care with polyseal. I used poligrip from 1970 to 2009, while using this cream, I had weakness in my legs. I took a blood test. My blood count was real low. I was admitted in the hospital and I was given 5 pints of blood. The doctor ran test after test and could not find where I was losing blood. I stayed in the hospital for about one week.